Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse identified the need for replacement parts, however no parts were specifically identified. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported the fluoroscopic image was intermittently lost. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.